Event description:
As reported, the patient had an initial right tka on (B)(6) 2016. The patient was revised on (B)(6) 2023 due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: (B)(6); 02-010-04-0325 - logic cr femoral por, right, sz 2.5 3959167 521-78-23 - threaded pin size 2.3 collared (B)(6); 521-78-23 - threaded pin size 2.3 collared; (B)(6);201-78-15 - holding pin mini sharp point 4 pk; (B)(6); 521-78-32 - threaded pin size 3.0 collarless; (B)(6); 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t; (B)(6); 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6); 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation.

Manufacturer narrative:
Correction: h6 clinical code and component code.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."